Manufacturer narrative:
On 5/2/2024, the manufacturer was informed that the patient has fully recovered. The doctor re-ordered a new pair and re-evaluated. Lens fit had to be adjusted for new pair. The lens was not returned for further investigation. Review of the device history record found that the quality control (qc) batch met release requirements at the time of manufacture.

Event description:
Patient had an ulcer in os. Dr thinks there were outside factors involved and not certain it was the lenses. The lneses were older and fit well last check. Reordering a fresh pair and re-evaluating. The dr prescribed vigamox eye drops. One drop every 4 hours for the first 24 hours and then 4x a day for a week. Dr discontinued lens wear to heal and will recheck in about a week.